Event description:
It was reported that the patient presented in clinic. Interrogation showed the patient's right atrial (ra) lead was failing to sense and was inappropriately capturing the right ventricle. A chest x-ray was performed which showed the ra lead was dislodged. The lead was explanted and replaced. The patient was stable throughout.